Manufacturer narrative:
Analysis of the pump revealed pump motor gear train corrosion and or wear and or lubrication, stall due to shaft-bearing. Pump battery high resistance. Corrected information: conclusion code no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 559 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient's medical history included seizures, gerd, ulcerative colitis, anemia, osteoporosis, scoliosis, neuromuscular scoliosis, and cerebral palsy. The patient's concomitant medications included cetirizine, valium, flonase, lactobacillus, prevacid, claritin, and prelone. Per the patient's father, while the patient was at school on (B)(6) 2015, the therapist noticed that he was kicking his legs out more than usual. All of his extremities were more excitable than normal. The family heard the critical alarm today ((B)(6) 2015) and called the managing nurse who instructed them to give the patient oral baclofen and proceed to the ER (emergency room). By this time, the patient had started experiencing itching as evidenced by the scratches on his face from scratching. The patient was having withdrawal. The patient had increased tone and agitation. The pump was read and found to be in a motor stall. Additionally, the pump logs indicated that the pump motor stalled on (B)(6) 2015 and subsequently recovered. The family denied any recent MRI's; change in wheel chairs or other electronic device usage; and denied any magnet use including magnetic mattresses or jewelry. The patient was taken to the operating room for pump replacement. The issue was resolved. The patient was back to receiving baclofen therapy. The patient status was reported as "alive - no injury".